Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in pace impedance measurements on the right ventricular (rv) lead. Additionally, it was also noted a gradual increase in shock impedance measurements. Possible causes were discussed and troubleshooting options were discussed. During, the most recent follow-up, the ICD exhibited high out-of-range pacing impedance measurements on the rv lead. A revision procedure was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.